Event description:
Case description: spontaneous report. France. An ophthalmic surgeon used an intraocular lens (MFR unknown) with healon 0.85 ml. Pt showing endophthalmitis. Outcome unknown. Further info is expected. Healon batch no: ac58779. Expir date 02/2002. A batch documentation review has been done by the MFR. No significant deviation was found. Chemical and sterility test analyses were approved and within the specification limits. One earlier complaint has been reported for this batch. Regarding non viscous solution.

Event description:
F-up 01-dec-99: a left eye endophthalmitis occured five days after cataract surgery the 18-nov-99 on an 75 year old female pt. The visual acuity decreased 48 hours after the surgery and the endopthalmitis was diagnosed on the 23-nov-99. According to the surgeon the event regressed but not completely. The visual acuity has been improving. The sterility test within the intraocular lens, the boxes and the material were negative. Local ref. No: 19991222. F-up 20-dec-99. The visual acuity is slowly improving. Bacteriological research found an infection due to propionibacterium acnes. Pt. Is still suffering from severe corneal oedema. According to the reporting phys. This event is due to this bacterial contamination, bacteria which is usually found on eyelashes. Endopthalmitis is rare but a well known complication of cataract surgery and the surgeon think that helaon is probably not responsible of this. Case comment: postoperative bacterial endopthalmitis is a rare occurrence after cataract surgery. The incidence is decreasing due to preventive measures. The primary source is external bacteria flora from the skin or outer surface of the pt. Another possible etiology is the use of contaminated surgical tools used during surgery. It is very seldom due to contamination of viscoelastics, lenses, bss or other drugs injected into the eye since these are in most cases sterilized. Healon is sterilized by autoclaving and it is highly unlikely that it should be the cause of a postoperative endopthalmitis. The batch documentation in this case showed no deviation. Clinical event occurring in a reasonable temporal relationship to injection of the device into the eye, however, complication to surgery provides more plausible explanation. The purpose of case reports is to generate signals of potential device-related problems. Cases are reviewed to ensure that any actions necessary to continue to provide for pt safety are undertaken and to meet requirements by regulatory agencies. Although reasonable attempts are made to obtain what info is available, review must often be done on the basis of incomplete and perhaps conflicting data. For any given report, there is no certainty that the device caused the event. Submission of a report does not constitute an admission that the MFR or product caused or contributed to the event. Follow-up: the follow-up info contains info of the outcome of the pt. The sterility test on the lenses was also negative. The follow-up info has not changed the assessment of the case.